Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement. The sterility records indicate that the lot in question was properly sterilized.

Manufacturer narrative:
Investigation: based on the review of the device history, sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Manufacturer narrative:
Additional information section: b5, b7, h6.

Event description:
Plaintiff also allegedly experienced recurrence and chronic sinus drainage left alone.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Allegedly, two years after mesh implantation the plaintiff began leaking and oozing blood and pus from his belly button and developed a late mesh infection. Allegedly, the plaintiff continues to experience an acute and chronic inflammation and continues to have pain. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.